Event description:
During extraction of variax foot screw, the screw head was separated from the screw shaft. The screw shaft was left in the patient bone.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.